Manufacturer narrative:
A manufacturer representative went to the site to test the system. It was found that the left tracker failed verification by .2mm. The right side passed, but was close to its limits. The left and right side trackers were calibrated to 20 centimeters field of view. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a procedure, the site believed that the o2 imaging system's left-side trackers were inaccurate because the spin seemed inaccurate. They brought in the o1 imaging system to continue the case. There was no patient impact. The surgery was delayed less than an hour.